Event description:
A malfunction alarm was reported, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no further malfunction was reported after the reset. The customer was advised to monitor the pump and contact support if the issue recurred, and the customer acknowledged and understood these instructions.